Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This adverse event occured in great britain. Two plates have been implanted and the affected plate is the distal humerus medial plate. The patient was given the instruction to do gentle movements of the elbow, and gentle mobilisation until 6 weeks. The patient was cutting their dinner when they heard the plate break. Presented with pain.